Event description:
During an arthroscopic tissue repair, the physician place two anchors using the speedscrew knotless implant. While screwing the anchor into the bone, the suture leader broke, which caused the inserter to break away from the implant. As the implants were not fully implanted, the physician used the removal tool to screw the anchors down to ensure they were not proud on top of the bone. The procedure was completed and no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. Eval summary: a review of the device history record found no non-conformances. Reference MFR report: 9019871-2012-00152.